Event description:
We received a call from (B)(6), who related an issue to us. On (B)(6), 2009, the surgeon performed an arthroscopic foot procedure on a male pt; decalcification on an area of the pt's foot underneath the achilles tendon. The tendon had to be detached to perform this procedure, and consequently had to be reattached to complete the remedy; a mitek gii quick anchor plus was used for this fixation. A f/u exam on (B)(6), 2010, revealed that the pt had apparently been following the rehab protocol and presented without issue. However, via phone call from the pt's wife to (B)(6), she reported that at some point subsequent to the f/u visit (date unk), the pt apparently had some sort of a reaction (reaction unk). For whatever reason, the pt chose to go to a va facility (unk) for this unknown reaction. A surgeon at the va facility somehow determined that the original fixation device had to be removed, and was removed by him or her. At this point in time, this is all of the info that has been made available. (B)(6) states that the pt will no communicate with him at all.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.